Manufacturer narrative:
Manufacturer ref. No.: (B)(4). On 12-15-2015, additional information was received (B)(6) regarding the event description.

Event description:
It was reported that a spectrum pump experienced an under infusion in the emergency room while infusing a 1l non-baxter bag of 0.9% normal saline. The pump was programmed to infuse 1000 ml of normal saline at a rate of 999-ml/hr and when the pump said the infusion was complete, more than 200ml was left in the bag. The reporter noted that the saline was stored and infused at room temperature, and that the head height of the primary container was 24 inches. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion in the emergency room while infusing normal saline (delivery rate unknown). The pump was programmed to infuse 1000 ml of normal saline and when the pump said the infusion was complete, more than 200ml was left in the bag. It was also reported there was no patient injury.